Manufacturer narrative:
According to the information provided by the manufacturer, the explanted lvad was disposed of by the hospital. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had suspected thrombus in pump. The patient therefore received a pump exchange. Patient expired due to neurological event approximately four months later.